Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the packaging will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that upon opening the femoral component, a hair was identified between the layers of sterile packaging. The implant was still used to complete the surgery as the hair was not within the inner sterile packaging and did not make contact with the product. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the photograph provided identified the packaging had been previously opened. A hairlike fiber was seen when the outer tyvek lid was removed, however, photographic review cannot confirm if the hairlike debris was sealed in the blister seal. The device history records were reviewed and no discrepancies were identified. As the packaging was previously opened, the source of the debris and condition of the device when it left zimmer biomet cannot be confirmed, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.